Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation of the device showed it was returned in the original box with the batch number of the complaint on the label. The t1 and t2 were returned off the needle but still attached to the suture which is still tucked under the depth straw. The knot is not tightened down. The actuator is in the pre-t2 position. A functional evaluation of the device showed it cycled as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include an unintended actuation of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, both implants of the fast-fix fell off from the inserter. The procedure was successfully completed with non-significant delay using a s+n back-up device. No further complications were reported.